Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that sensor failure after warm up occurred. The sensor was inserted into the abdomen. The patient could not recall the exact date and time, but was aware of the sensor failure. Due to the sensor failure, the cgm was not communicating with the tandem pump. The same day, an unspecified time later, the patient was reportedly sick. It was not specified whether the patient was monitoring the blood glucose (bg) by fingerstick after the sensor failed. It was reported that the patent did attempt to start a new sensor after sensor failure. The patient presented to the doctor to check her glucose reading. The bg by the doctor was 600 mg/dl and the patient had high ketones. It was not documented whether the patient was getting cgm readings, alerts, or alarms form the newly started sensor at that time. The doctor called an ambulance and the patient was admitted to intensive care and hospitalized for 5 days. During the hospitalization, the patient was treated with long and short acting insulins. At the time of the report, the patient was in normal condition. No product or data was provided for investigation. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.